Event description:
It was reported that the patient visited his clinic for a routine fitting. The patient reported that his hearing perception has changed, but not negatively. The external parts were checked and damaged components were exchange. Next fitting appointment is scheduled for (B)(6) 2013.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.